Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the machine failed mid-phacoemulsification. The nurse rebooted the system, changed the cassette and the handpiece but the machine still would not work. An alternate machine was used to complete the procedure. Additional information has been requested but not received. This is one of two reports from this facility.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. As a preventive measure (pm), the company service representative replaced the system¿s ultrasound printed circuit board (pcb). The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse rebooted the system, changed the cassette and the handpiece, tested the footswitch but the machine still would not work.

Manufacturer narrative:
Corrected information has been provided. The manufacturer internal reference number is: (B)(4).